Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site had been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's sister reported that her sister was hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was over 600 mg/dl. It was reported that the customer had a bad infection prior to the hospitalization. It was also reported that the cause of the hospitalization was the customer's hyperglycemia. The customer was treated with insulin at the hosp. The sister also reported a no delivery alarm on the customer's insulin pump. The customer's blood glucose was 363 mg/dl at the time of the call. Troubleshooting found insulin was able to exit rom the tubing. No add'l info provided.